Manufacturer narrative:
Only the inserter was returned no anchor. Inserter was tested and torque limiter functioned as intended. Visual assessment of the inserter showed the inner shaft has a slightly bent. Clinical details provided reports that the device was used in a meniscal repair procedure. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke. The procedure was a meniscal tear repair. The anchor was removed. A backup anchor was used to complete the procedure. There were no reported patient injuries or surgical complications. No other complications were noted.